Event description:
It was reported to philips that the geometry movements could not be performed. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was during cardiac arrhythmia planned treatment/non-emergency treatment, which was aborted. The treatment was completed by removing the defective geo module from the system, changed the configuration and bridged the emergency stop loop for this module with a dummy connector. The philips field service engineer (fse) examined the system onsite and confirmed that the geometry movements could not be performed. Review of the log files shows issue with control module and enmv at startup. Upon troubleshooting, fse found that the joystick for flex arm over-rotated and mechanically defective. To resolve the issue, fse replaced geo module and downloaded board software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.